Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient's device started to erode through the skin. The issue was resolved by replacing the device and relocating the pocket. There have been no reports of further complications regarding this event.